Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer analyzer was unable to provide accurate right ventricular (rv) impedance readings. It was noted that the patient connector pin sockets were damaged. The analyzer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer analyzer was unable to provide accurate right ventricular (rv) impedance readings. Troubleshooting steps were performed, including testing with multiple cables. However, the issue persisted. Upon switching to a different analyzer using the same cable, the issue got resolved. There was no patient involvement.